Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complaint alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the log confirmed the device clock was set incorrectly on (B)(6)/ 2023 for (B)(6) 2025. Due to this clock setting, the attached pads (expiration date: 7/28/24) were recognizing as expired pads. R-series does fail auto readiness test if expired pads are attached. However, manual 30j test will pass to side test port every time. Device still capable of delivering therapy clinically. Analysis of reports of this type has not identified an increase in trend.